Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the carbon dioxide (co2) reading was high. As mitigation, the sweep gas flow was first increased, then a pole mounted blender was used in lieu of the electronic patient gas system (epgs). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) obtained assistance with reviewing the logs by the manufacturer's technical support specialist who did not identify any errors recorded. After multiple attempts to duplicate the reported complaint, the fsr found that the epgs and the system functioned as intended. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The field service representative (fsr) obtained assistance with reviewing the logs by the manufacturer's technical support specialist who did not identify any errors recorded. After multiple attempts to duplicate the reported complaint, the fsr found that the epgs and the system functioned as intended. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the carbon dioxide (co2) reading was high. As mitigation, the sweep gas flow was first increased, then a pole mounted blender was used in lieu of the electronic patient gas system (epgs). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: based on the epgs log, the unit operated as intended. Based on the complaint the issue occurred around 10 am. The flow was at 0 l/min at 10:17:07 and the set point changed to 1.6 l/min at 11:14:55. The rest of the log showed normal behavior. The user changed the oxygen (o2) and flow setpoint during the procedure. There were no errors logged and the unit seemed to be working normal.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs) while on cardiopulmonary bypass (cpb). The unit was changed out to a stand-alone blender. There was no delay, no blood loss, and the procedure was completed successfully. The manufacturer's clinical specialist spoke with the end user and she described the situation as follows: the partial pressure of carbon dioxide (pco2) was reading high and she was increasing the sweep gas to compensate. As the pco2 continued to increase, she was increasing the sweep gas flow from approximately seven liters per minute (l/min) to approximately nine l/min (on the central control monitor (ccm)) and she noticed that the manual flowmeter was reading approximately five lpm. After noticing this discrepancy, she switched to a pole-mounted stand-alone blender and the high pco2 problem resolved. The manufacturer's clinical specialist also spoke with the user facility's biomedical engineer and he confirmed that this gas flow discrepancy also happened on two subsequent cases before the field service representative (fsr) came in (on (B)(6) 2022) and tested the epgs, which apparently passed all testing, and is currently still in use, with no additional problems reported since the fsr visit.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed based on information obtained by the manufacturer's clinical specialist in the clinical review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.